Event description:
During a product presentation meeting for a customer, the company representative observed that the iabp failed to power up. After about 5 minutes a loud alarm sound was generated from the iabp. No pt was involved.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. This event is under investigation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).